Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that while at home, the pt experienced nearly constant red heart alarm. Upon vad coordinator's advice, the pt switched herself to backup controller; however, there was no change in status. The pt was then admitted to the hosp. Alarms dramatically reduced in frequency until there were no further alarms.

Manufacturer narrative:
The patient remains on lvad support. No further information is available at this time.